Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a lack of stimulation coverage. It was described as lessening coverage over a few week periods. Some electrode combinations showed high impedance measurements on one lead and all electrode combinations showing high impedance readings. Reprogramming was attempted to try and capture better stimulation but the area of coverage was still not adequate. There was a possible lead fracture. The lead was replaced and the pt recovered without sequela.